Manufacturer narrative:
Following return and completion of lab analysis, the event will be further updated.

Manufacturer narrative:
Visual inspection of the returned device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to verify the reported clinical allegations, as the device operated normally during our analysis evaluation.

Event description:
Boston scientific received information that the patient with this device and right ventricular lead expired from unknown causes. The system had been implanted nine days prior to the date of death, with a rise in impedance values observed seven days post implant. Reportedly, the patient had complete heart block and the physician questioned lead positioning, as a contributor to the impedance rise. Both products have been explanted, expected to be returned for a post market evaluation.